Manufacturer narrative:
The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimensional and functional testing could not be performed. In case of this complaint, the additional information provided by the customer indicated that the no anomalies were noted to the target coil prior to use, the device was prepared as per the direction for use (dfu), and the target coil stretched and prematurely detached from the delivery wire while inside the patient at the aneurysm neck. A craniotomy needed to be performed to remove the coil. Due to customer policy, the current patient condition could not be confirmed. While there are a number of potential causes for the reported nv - main coil prematurely detached/separated inside patient, and nv - main coil protrusion because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to these reported issues. The reported nv - patient thrombosis and nv - patient vessel occlusion are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event. Subject device is not available.

Event description:
It was reported that during the procedure, the subject coil inserted was protruding out from the aneurysm causing the physician to pull it back into the microcatheter. This caused the subject coil to stretch and detach from the delivery wire. The physician tried to remove the subject coil with a snare device but was unable. Thrombus started forming on the stretched part of the coil and blood flow to the anterior cerebral artery (aca) was interrupted. The physician had to perform a craniotomy to remove the subject coil from the patient¿s anatomy. The patient is currently receiving treatment for the reported issue.